Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Pt reported experiencing elevated blood glucose level often up to 300-400 mg/dl. Pt stated on (B)(6) 2010, his blood glucose level was 87 mg/dl in the evening. Pt reported on (B)(6) 2010, his blood glucose level in the morning was 340 mg/dl. Pt stated, he changed the accessories, took correction via the infusion device and then in the evening his blood glucose level was approximately 100 mg/dl. Pt reported on (B)(6) 2010 in the morning, his blood glucose level was approximately 120 mg/dl. Pt's normal blood glucose level is 70-140 mg/dl. No further information is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.